Event description:
Information received on 7/23/2013 states that this right ventricular lead have a non-capture with patient having an escape rhythm of around 25-30bpm. Automatic capture was turned on and the output was at sv at 0.4msec. The manually measured threshold was 4.5v at 1 msec. Upon discussion, cardiology registrar was planning on transferring the patient to rpa hospital tomorrow for an rv lead revision/replacement. The facility was at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)